Manufacturer narrative:
(B)(4) method: the complaint mr290v vented autofeed humidification chamber was returned to fph in (B)(4) and was visually inspected. Results: visual inspection revealed that the chamber was cracked near the base, underneath the port. A residue was also found on the chamber dome and a flow mark above the cracked area. A lot check revealed no other complaints of this nature for lot number 141013. Conclusion: based on the nature of the cracking and residue observed on the returned chamber, it can be concluded that the damage was caused by environmental stress cracking due to the chamber dome coming into contact with cleaning products, specifically products that are alcohol-based. Every mr290 chamber is pressure tested to 200 cmh2o following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Maximum operating pressure: 8 kpa." (B)(4).

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an mr290 autofeed humidification chamber was leaking. No patient consequence reported.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an mr290 autofeed humidification chamber was leaking. No patient consequence reported.

Manufacturer narrative:
(B)(4). The complaint mr290 autofeed humidification chamber is en route to fisher & paykel healthcare new zealand for evaluation. A follow up report will be provided upon completion of our investigation.